Event description:
It was reported that the device was used for a diagnostic laparosocopic appendectomy. The device clicked in and was stuck; the release button would not work. The surgeon went through another port to release the device with a grasper. It was noted there was no staple or cut line when the device was loosened. The tissue was crushed. It was removed with the appendectomy specimen. Another device was opened to complete the appendectomy. There was no patient consequence reported.